Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lot history review (lhr) of reuk0215 showed no other similar product complaint(s) from this is lot number.

Event description:
It was reported that after PICC inserted, just after flushing with saline, pt became very flushed, and reported dizziness, heart racing and felt very hot. Pt uncovered, cool cloth applied and symptoms resolved within a couple of minutes.